Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
Additional information received noted that this device was explanted and replaced, but will not be returned for analysis.

Event description:
A review of the data by technical services confirmed the device implanted on (B)(6) 2006 and reached to eol on (B)(6) 2014. The root cause of the issue could not be determined due to the fact that the device has been disposed and will not return for analysis, however, this device declared eol earlier than previously estimated longevity.

Event description:
Boston scientific received information that this device declared end of life (eol). It was noted that six months prior to the follow up the longevity was at 2 years remaining. Technical services discussed an immediate replacement of the device. No adverse patient effects were reported.